Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were active on the server but were not transmitting to or visible on the station. A technical support specialist (tss) dialed into the station and confirmed the device was not current. Log review identified a data synchronization issue, and the station was re-synchronized to resolve the discrepancy. The customer tested the station and confirmed normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two patient orders were not crossing to pyxis. The orders were active on the server but were not visible on the pyxis. The customer stated that the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.